Event description:
Seaspine was made aware of a post-op loosening event on (B)(6) 2022 at occurred 5 months ((B)(6) 2022) prior to the event date ((B)(6) 2022). The case was for fracture at l4 on a 46 year old male. It was completed in a percutaneous fashion using the largest screws the pedicle would hold as well as a 6.0cocr rod. A 105 in/lb torque was used on regular set caps to final lock everything. This report is for 2 of 2 lot numbers provided. This report was "originally" filed under 3012120772-2022-00031 but reported two lot numbers. This report separates out lot aw135871d. Lot aw135865d was reported on 3012120772-2023-00024.

Manufacturer narrative:
This report was originally filed under 3012120772-2022-00031 but reported two lot numbers. This report separates out lot aw135871d. Lot aw135865d was reported on 3012120772-2023-00024. Review of provided x-ray confirms at least one set screw has loosened. No surgical intervention is planned at this time. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain